Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) broke when the physician made an attempt to half inflate the subject balloon inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available at the moment.

Event description:
It was reported that during the procedure, the balloon catheter (subject device) broke when the physician made an attempt to half inflate the subject balloon inside the patient's anatomy. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. No further information is available at the moment.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date - added based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable will be assigned to the reported complaint.